Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges there were small holes or tears on the thin, clear plastic material of the connecting tubing. The alleged defect was detected during use. Report states no harm or injury to patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there were holes in the tube. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges there were small holes or tears on the thin, clear plastic material of the connecting tubing. The alleged defect was detected during use. Report states no harm or injury to patient.